Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one resolute onyx drug eluting stent was used to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre dilated. The device did not pass through a previously deployed stent. No resistance was not noted during delivery. The stent exited the tip of the catheter. It was reported that the stent displaced on the delivery system during removal following failed delivery. The stent was removed from the patient by pulling the stent system out of patient and the stent was still on delivery system. A medtronic stent was then successfully deployed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: device returned with a three-way connector attached. The stent was not positioned on the balloon between the markerbands as per specifications. The stent had moved proximally and was located on the distal shaft 23.3cm proximal to the distal tip. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the 5th and 10th distal stent wraps with the struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.